Manufacturer narrative:
The system is calibrated and qc samples are run upon startup each morning. Service engineer (fse) was dispatched: the fse cleaned the cl port and the flow cell. The fse replaced parts. The fse observed that one sample that generated high results had visible gel in the sample. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittently, erroneously high sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab. The original samples were retested and results were amended. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.